Event description:
During unfolding of lens a small posterior capsular rent was identified. When the surgeon removed the cataract, there was a peripheral linear tear in the posterior capsule, obviously caused by the retina surgeon. There was no loss of vitreous, an anterior pars plana vitrectomy was performed, the lens was removed, and a 3-piece iol was placed in the sulcus.

Manufacturer narrative:
Due to the additional information received, the event no longer meets reportability requirements. The device is considered unrelated to the event, as the capsule tear occurred during a previous retinal surgery. The event is likely related to the procedure. The conclusions from our original report remain unchanged.

Manufacturer narrative:
According to the reporter, the delivery device was discarded and is not available for evaluation. A review of nonconformances (ncs) for the previous twelve-months was performed; there were no ncs that would contribute to the reported event. A complaint history review was performed for the previous fourteen months; there were no other complaints reported for this reason. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. The reported event appears to be an isolated incident, with no trends observed. No additional investigation or corrective action is necessary at this time.

Event description:
The lens was implanted but removed within minutes because of a tear in the capsular bag. There was no enlargement of the incision nor any sutures used. Additional information has been requested but not yet received.